Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Samples have been received, but the investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a chemolock¿ bag spike with clave¿ additive port that experienced leakage during use. The report stated that they would like to report that they had another incident with chemotherapy leaking from the blue side port of the chemolock bag spike with clave. After 1.5 hours into a 4-hour infusion, mother of patient reported chemotherapy leaking from the blue side port. This caused a lot of concern with patient's family due to safety concern and hazard risk this posed. Nurse only documented event and did not take photos. Chemotherapy preparation discarded in accordance with institution chemo spill guidelines. There was no patient harm noted.

Manufacturer narrative:
Received five new devices for evaluation. As received, no physical damage or other anomalies observed. No mating device was returned. All 5 new returned devices were leak tested, accessed the blue port 5x each while at pressure, and no leaks or stick downs were observed. Without the return of the failed device, unable to confirm the customer complaint of chemotherapy leaking from the blue side port. The lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.